Event description:
On 10/24/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The user reported wanting to return the ilet system due to an ER visit caused by a bent cannula. They were using a convatec inset (23", 6mm) teflon infusion set. During the incident, the user's blood glucose levels were high (>400 mg/dl) for over 8 hours. The user did not use any backup therapy before the ER visit. Ketone testing showed moderate ketones. They were driven to the ER by their partner due to an inability to drive themselves. Health effects during the event included a rapid pulse, vomiting, and dka. The user was admitted to the ER on (B)(6) 2024, and released the same day after receiving treatment, which included 4 bags of fluid and insulin. The continuous glucose monitor (cgm) in use was a dexcom g7. The user did not resume using the ilet system after this event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.